Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gingiva graft procedure, the sutures popped out and had breakage. Patient had to come back and change the suture. Pieces of the device were retrieved. No patient injury has been noted.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gingiva graft procedure, every patient had these popped out and have to come back to put different sutures on. The pieces were retrieved. There was no patient harmed.